Event description:
It was originally reported that the lens was stuck in the injector. Subsequently, it was noticed upon eval of the returned product that there was a split on the side of the injector tip, with the lens protruding from the split area.

Manufacturer narrative:
The injector (delivery device) was returned in the lens box with the tip bent and with a split or hole in the side of the tip. The original packaging was not returned. The lens is protruding from the split area of the injector tip with both haptics and the optic bent. There is a small amount of dried solution visible in the loading deck and the tip. Functional testing cannot be performed due to the damage. The lot number of the injector was not provided. Therefore, the device history record (DHR) review could not be performed. Based on the current info the exact cause of the event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.